Manufacturer narrative:
As the risk mgr indicated on the (B)(4), a system service check of the provis injector, performed on (B)(6) 2011, verified that the injector was operating within medard specifications. The injector is currently being used without issue. The site did not retain the disposables that were in use during the reported event; therefore, no further investigation of the disposables is possible. Add'l applications training was offered to the customer. We are awaiting their response. (B)(6).

Event description:
The following was reported to a medrad service rep: the site reported that there was an air injection during a procedure in the operating room while the provis injector was in use. It was reported by the site that this event was most likely caused by operator error. On (B)(6) 2011, the hospital's risk management group forwarded a copy to medrad of the medwatch report that they submitted to the FDA. (B)(4). Pt is an (B)(6) female who on (B)(6) 2011 underwent a tran apical transcatheter aortic valve implantation. During the procedure, an air embolus was noted in the aorta. Pt immediately experienced a cardiac arrest requiring emergent cardiopulmonary resuscitation. A head CT scan following this event confirmed significant brain injury with herniation. Hyperbaric and hyperthermia therapy was initiated. After further neurological evaluation, the pt was deemed to have irreversible brain injury. Care was withdrawn per family's request. Pt expired on (B)(6) 2011. On the evening on (B)(6) 2011, medrad service technician (B)(4) inspected the power injector and also in attendances was (B)(6). Per medrad service report, no mechanical dysfunction was identified.